Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully confirm this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 309597. Batch number#: 2263811. It was reported that the bd syringe 1ml s/t w/ndl 26x5/8 rb had leakage. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via email. Email(s) attached. Leaking - bd plastic dosing syringe (1 ml) with needle attached (26g, 5/8 inch). Bd syringe lot numbers: 2263811. Patient reported syringe leaked out twice so patient used medication that was for future doses. Product: gattex. Country of origin: united states. Sample / photo availability: no sample or photos were provided to takeda. Ae: no ae reported. Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.